Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
It was reported that the pro7000de, hall oralmax elite high speed drill, device was found on (B)(6) 2023 during a non-surgical procedure when it was reported ¿overheating.". There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: b5 date corrected from 23oct4 to 23oct24. Evaluation of the device could not duplicate the reported issue, however, it was found that there is an issue with the cast stator ¿ ground bond and the housing was replaced. Preventative maintenance is not overdue. Preventative maintenance was completed on this repair order. Repair/evaluation completed. Final test completed and met all specifications. The service history was reviewed and found similar repairs to this complaint. The service history was reviewed and found similar repairs to this complaint. A device history record (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 75 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Failure to follow the specified service interval could result in reduced instrument performance or overheating of the handpiece. Overheating can lead to possible burn injury to the patient or medical personnel. Rotation of handpiece usage per day will assist with proper performance. Bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
It was reported that the pro7000de, hall oralmax elite high speed drill, device was found on (B)(6) 2024 during a non-surgical procedure when it was reported ¿overheating.". There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.